Manufacturer narrative:
On (B)(6) 2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the implant was found to be ruptured. In addition, an anomaly was observed on the edges of the tear consistent with a shell abrasion. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 16-nov-2021, mentor received additional information regarding the patient¿s symptoms and revision surgery. The patient experienced bilateral breast deformity. The patient underwent bilateral removal and replacement with two mentor memorygel breast implant prostheses (left catalog #: 3505001bc, left serial #: (B)(6) right catalog #: 3504001bc, right serial #:(B)(6). On 17-nov-2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with a 500cc mentor memorygel breast implant and experienced left-sided rupture postoperatively. The diagnosis was confirmed based on physical examination. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021.

Manufacturer narrative:
On 15-oct-2021, mentor received additional information regarding the patient¿s information. The patient is a 53-year-old caucasian female patient. The event date was estimated as (B)(6) 2021 based on available information. The relevant fields have been updated. Manufacturer's reference number: (B)(4).